Event description:
It was reported that via survey that clinician experienced related to today's removal of power groshong PICC radiology to remove the catheter. If the tunnel catheter breaks, clamp off if possible.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.